Event description:
The customer called to report no audible tones on the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump had no audible tones during the self test due to a broken transducer wire. All operating currents are within specification and there were no unexpected low battery or off no power alarms noted.